Manufacturer narrative:
Although the customer could not provide the upn and batch number, a shipment history review revealed that only one upn and device lot number has been ordered by this account (upn: (B)(4); device lot number: 13865826. Device expiration date: 10/24/2012; batch manufacture date:10/26/2010 ). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this MFR report pertains to one of four devices that were used during the same procedure. Refer to associated MFR report #3005099803-2011-01172, #3005099803-2011-01197, and #3005099803-2011-01285 for a description of the other devices. It was reported to boston scientific corporation that two endostat ii electrosurgical units, an endostat ii foot switch, and an injection gold probe were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2011. According to the complainant, all power to the first generator was lost during hemostasis of an arteriovenous malformation (avm) in the patient's cecum. This generator (with foot switch) was then replaced with a second, but it was reported that the nurse had to hold the injection gold probe connector tightly to the bipolar connector on the generator to achieve cautery. The physician, not satisfied with the amount of energy generated by the second console, completed the procedure by placing a hemostasis clip as a precaution. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
On (B)(6), 2011, additional information was received from the one of the nurses at the site. She explained that the injection gold probe was tested on another generator, and was found to work without any issue. Additionally, the endostat ii foot switch device returned for MFR report #3005099803-2011-01285 was found to be defective. This is most likely the cause of the reported issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this MFR report pertains to one of four devices that were used during the same procedure. Refer to associated MFR report #3005099803-2011-01172, #3005099803-2011-01197, and #3005099803-2011-01285 for a description of the other devices. It was reported to boston scientific corporation that two endostat ii electrosurgical units, an endostat ii foot switch, and an injection gold probe were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2011. According to the complainant, all power to the first generator was lost during hemostasis of an arteriovenous malformation (avm) in the patient's cecum. This generator (with foot switch) was then replaced with a second, but it was reported that the nurse had to hold the injection gold probe connector tightly to the bipolar connector on the generator to achieve cautery. The physician, not satisfied with the amount of energy generated by the second console, completed the procedure by placing a hemostasis clip as a precaution. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.